Event description:
It was reported that customer experienced continuous glucose monitor error and could not continue sensor use. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, was guided through complete pump reset, confirmed that error did not reappear, and successfully started new sensor session, with no further issues reported.